Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were received from the patient's treatment facility. Review of the patient's medical records noted an anterior abdominal wall hernia with fluid an umbilical hernia without complication. Follow up with the patient's peritoneal dialysis registered nurse indicated the hernia was not treated and that the patient's peritoneal dialysis treatments did not exacerbated the hernia. The patient continues performing peritoneal dialysis.